Event description:
It was reported by repair work order that the unit was zooming too fast due to damaged load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.